Event description:
The plaintiff's attorney alleged that the decedent experienced cardiopulmonary arrest on (B)(6) 2007, within 24 hours after dialysis treatment, and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products.